Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The device was returned for visual examination, and it was noted that the device exhibited signs of repeated use and that the dovetail feature was flared. Device history record (DHR) was reviewed and no discrepancies were found. The device had a possible field life of over 8 years with signs of wear, therefore, the root cause has been determined to be wear and tear over a successful field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tray was not fixed to the handle. No adverse events have been reported as a result of the malfunction.